Manufacturer narrative:
Refers to the main device, other components include: product ID: 8709sc, serial# (B)(6), implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 39 mcg/ml of clonidine at 20.89 mcg/day, 10 mg/ml of bupivacaine at 5.358 mg/day, and 10 mg/ml of morphine at 5.358 mg/day via an implantable pump. On (B)(6) 2017, it was reported that the patient's pump motor stalled following an MRI. The patient had an MRI at 10:00 and the rep checked the pump at 1:05 but did not see the recovery. The rep interrogated the pump several times, but nothing appeared in the pump logs. The rep was unsure about when the patient actually exited the scanner, but believed that it was around 11:00 to 11:30. The rep stated that they would alert the staff that the pump might potentially alarm. Additional information was received from a manufacturer representative on (B)(6) 2017. The reason for the MRI was unknown. The motor stall after the patient¿s MRI recovered. It was unknown if the patient had any symptoms relating to the motor stall. No additional complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.